Event description:
It was reported while imaging with an intravascular ultrasound (ivus) catheter, a dissection occurred. The physician advanced the ivus catheter and the guide catheter into the right coronary artery (rca). Following removal, a dissection was noted. The dissection was then treated by implanting four drug-eluting stents in the rca. No pt complications were reported, and pt status was reported as "ok". In the opinion of the physician, "the dissection may have occurred to deep-seating of the guide catheter." Multiple attempts to request additional info have been unsuccessful. Same event as MFR report # 2134265-2008-04607 filed for the guide catheter.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined. The device has not been returned and is not expected.